Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that due to the stretched, bent helix with blood and tissue on it, no further helix testing was possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not implanted, returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.